Manufacturer narrative:
Pump was received with normal operating currents and no unexpected off no power, low battery or failed battery test alarms noted. Unit passed displacement test, rewind, basic occlusion and no delivery tests. No unexpected low reservoir alarm or excessive "no delivery" alarm noted. Unit was received with motor error alarm during occlusion test and unable to prime at 4.0 lbs during prime test due to faulty force sensor resistor. Motor passed motor test. Unit had scratched lcd window and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 22 mmol/l. Troubleshooting was not able to resolve the issue. The device was returned for analysis.